Manufacturer narrative:
(B)(4). The device was received for evaluation. The investigation is underway.

Event description:
As reported by a field clinical specialist, particles (2 black specs) were found on the 29mm sapien 3 valve during preparation for use and could not be removed. Attempts to flush the particles and remove with saline was performed but the particles remained. Another valve was used to complete the procedure.

Manufacturer narrative:
The valve was returned for evaluation. The valve was received unused, unattached to holder, and uncrimped within its original jar. Visual inspection of the returned valve confirmed the complaint reported. Particulate was observed on the three cusps. There is the reported black particulate and, in addition, there is blue fiber. On cp1, there is a single black particulate partially hidden behind the inner skirt with a long blue fiber across the leaflet. The black particulate is also observed on the back of the integral tab on commissure 1 (c1). On the two remaining cusps, three additional black particulates can be seen, two on cp2 and one on cp3. The black particulates are thick and shaped with ragged edges. All pieces appear to be roughly the same size. Blue fiber was observed on the three leaflets, with the most visible on cp2, especially near the black particulate. The returned valve was also inspected for any other assembly abnormalities, however, no damage or irregularities were observed. Photographs provided from the field were reviewed by engineering. The images detail three small black particulates on two cusps. One particulates is located near the free edge on one cusp and the two others are near the ethibond stitch of a different cusp. Fourier transform infrared (ftir) spectroscopy material analysis was performed on the isolated material collected from the returned valve. Both the blue fiber and the black particulate were sent in for analysis. The results indicated that the black particulate samples showed similar material absorption characteristics to nylon. The blue fiber sample resulted in polyester. A device history review was performed and did not reveal any manufacturing issues related to particulate. A lot history review did not reveal any other complaints related to ¿valve¿ particulate, contamination¿. A review of complaint history reveals that the occurrence rate did not exceed the may 2018 control limits for trend category ¿valve ¿ particulate, contamination¿. No instruction for use (IFU) or training deficiencies were identified. The ftir material analysis report identified the black particulate sample as nylon and the blue fiber was identified as polyester. A components material walkthrough of the sapien 3 process was performed in order to determine if the black particulate and blue fiber found on the returned device could have originated at edwards. The walkthrough revealed that no items used in the manufacturing process are comprised of nylon and six were comprised of polyester. Scrubs are the only item that is the color blue and is a polyester/cotton blend. During manufacturing, sapien 3 valves were 100% visually inspected under 8x magnification. Prior to final packaging, 100% visual inspection was performed. The complaint for ¿valve¿particulate, contamination¿ was confirmed based on visual inspection of returned device. The spectroscopy results confirmed the black particulate as nylon and the blue fiber as polyester. A manufacturing process walkthrough revealed there are no nylon items used in the manufacturing process, however there are six sources of polyester. Of the six polyester sources, the scrubs are the only blue item. However, the scrubs do not dispel any thin fibers, especially long fibers as seen on the returned valve. For this reason, scrubs would not be considered a potential source of the material found on the returned device. The investigation revealed that the original customer complaint did not refer to the blue fiber, only the two black particulates. Therefore, it is possible that the valve got contaminated from additional handling for sample return after the event was reported. The exact sources of the black particulate and blue fiber could not be determined. They may have originated from the field as the manufacturing process walkthrough revealed no nylon items are used and the blue fiber was not originally reported nor matches the characteristics of the materials on the production floor. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿valve¿particulate, contamination¿ was confirmed for the returned device, however no manufacturing non-conformities were found in the returned sample. Chemistry analysis identified the black particulate as nylon and the blue fiber as polyester. A manufacturing process walkthrough revealed no nylon materials and six polyester. Of the six polyester, scrubs were the only item that are blue. Scrubs do not dispel long fibers as observed on the returned sample. Additionally, the blue fibers were not originally reported, thus it can be determined that they may have come from an external source. The exact sources of the nylon particulate and blue fiber could not be determined, but it was determined they did not come from the manufacturing process. No labeling or IFU inadequacies were identified. Review of the DHR and lot history did not reveal any non-conformances for related issues of particulate contamination. Additionally, review of the complaint history revealed that the occurrence rate does not exceed control limits for may 2018, therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.